Manufacturer narrative:
The root cause cannot be determined conclusively.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative increased corneal edema and inflammation post laser assisted cataract surgery. Additional information has been requested.